Event description:
It reported that the patient had a sudden loss of stimulation, and that the ins quit working in (B)(6) 2016, the patient reported feeling stimulation at the end of contact with patient on (B)(6) 2017. The patients weight at the time of the event was reported as 150#. No additional complication or additional symptoms were reported.